Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 14-jun-2019 with the following findings: the alleged call service alarm record was seen in the alarm history and black box data. On investigation, the pump powered on normally and completed rewind, load and prime steps successfully. Call service alarm was not duplicated during investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a call service alarm (cs 064) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.